Event description:
It was reported that during a da vinci-assisted axillary lymphadenectomy surgical procedure, the 30-degree endoscope displayed an inverted image and had engagement issues. Prior to contacting the intuitive surgical inc. (Isi) technical support engineer (tse), the endoscope was replaced and the issues were resolved. The tse reviewed the logs and found error 22020 pointing towards an engagement issue on universal surgical manipulator (usm) 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: at the end of the surgical procedure the endoscope was connected to the 4 different arms and the image could be seen without any issue. There was no endoscope issue and it was a problem related to engagement.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and found error 22020 pointing to an engagement issue on universal surgical manipulator (usm) 2. The initial reporter stated at the end of the surgical procedure the endoscope was connected to the four different arms and the image could be seen without any issue. There was no endoscope issue, and it was a problem related to engagement. No site visit was conducted. The system was working properly, and no additional action was required.